Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of myopotentials was noted on the left bundle branch (right ventricular) (rv) lead. Low amplitude r waves were also noted. The lead remains in use. No patient complications have been reported as a result of this event.